Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as no information was provided for investigation. The customers address exceeds the text limit: (B)(6). Please reference all related MFR. Report numbers: 1221359-2022-03659 through 1221359-2022-03661. Similar product to 190-000.

Event description:
The customer reported three (3) unconfirmed false positive results with the ID now covid-19 assay performed on an unknown date. This MFR. Report addresses patient result two (2) of three (3) the customer reported an unconfirmed false positive result with the ID now covid-19 assay performed on an unknown date that generated a positive result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.